Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: evaluation revealed that the u-groove is damaged with a piece of case missing; unable to securely attach test clip to pump. The battery compartment was cracked at the threads to the left of the bumper and below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 07/20/2016.